Event description:
The device was successfully deployed intra-abdominally through a trocar however the device delaminated while attempting to tack it in place. The device was removed. No further information pertaining to the surgical procedure was provided.